Event description:
It was reported the patient developed a wound breakdown/dehiscence at her head incision site. The patient experienced pain and swelling st the site. The system was explanted. The patient recovered without sequela.